Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no known clinical factors that could have contributed to this event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to inability to charge on the bch. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a defective esd protection d9, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a battery not charging: "when connected correctly to the battery charger, one of the patient's batteries flashes yellow. This occurs in every slot on the battery charger." There was no reported consequences or impact to the patient, the battery was exchanged. No additional information reported.